Event description:
This is a spontaneous case report received from a physician in (B)(6) on 03-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information received on 03-feb-2016. Physician reported that a hysterectomy was performed because, since essure implantation, patient experienced pain. Health care professional commented that the procedure was performed some time ago in another clinic (unspecified). Follow-up received on 22-feb-2016: regulatory authority number was received ((B)(4)). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. A hysterectomy was performed. The reported event was considered serious and listed in the reference safety information for essure. In this particular case, limited information was provided. It was reported that since essure insertion, she experienced pain. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 09-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. A hysterectomy was performed. The reported event was considered serious and listed in the reference safety information for essure. In this particular case, limited information was provided. It was reported that since essure insertion, she experienced pain. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.